Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. The customer changed infusion sent and cartridge and resumed insulin after each occlusion. Ultimately, the customer reverted to an alternate method of insulin therapy.